Manufacturer narrative:
Investigation summary - bd received one photo for investigation, which shows black specks in the sidewall of the tube. The embedded foreign material (fm) is considered a cosmetic defect, as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A complaint history review was conducted and only the current complaint was found relating to the reported defect. This complaint has been confirmed for the indicated failure mode: molding defect- embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was 1 tube with an additive abnormality and embedded foreign matter- black spots. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6), china. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was 1 tube with an additive abnormality and embedded foreign matter- black spots. No adverse impact was reported regarding the patient or user.